Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
Cssd noticed that one of the scorpio nrg instruments was broken. One of the tibial impactor's side tip pegs was snapped off. Location of the peg is unk. Itis not known which was the specific date when instrument was damaged. It's not known if it's been still used damaged. It was last used on (B)(6) 2011.